Manufacturer narrative:
While there is no indication that the device involved malfunctioned in this case, this event meets the criteria for reportability per 21 cfr part 803 because intervention would be required as a result of the broken jaw. The implant losses will be reported via asr, as appropriate. Visual inspection of both implants did not yield any indication that the implants malfunctioned or were out of specification.

Event description:
It was reported that an implant failed due to breakage of an insertion screw. The implant was removed and the site was re-drilled whereupon the doctor perforated the cortical bone. A second implant was then placed, and was lost thirteen days later due to infection. Eleven days following loss of the implant, the pt's jaw fractured.